Event description:
Customer reported that the patient presents for post operative check of the implant at the tooth location #13 and mobility was noted. Removed implant, cleaned granulous tissue, and placed bone graft. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number- k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.